Event description:
A calculus formation was found by endoscopy and was removed in 2001. The doctor stated that ethicon vicryl mesh and silk sutures were used three years ago on the pt. The calculus formation was sent to the johnson & johnson affiliate in japan. A preliminary eval performed by the johnson & johnson affiliate in japan states that no vicryl or silk suture remnants were found. The remnants looked more like a polyester mesh and nylon suture. The customer would like to know if the calculus has vicryl mesh and silk suture remnant or not.